Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. (Tac) provided remote troubleshooting because cv-190 connected to an oev-321uh via sdi and no image was displayed on the monitor. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image during sedation (device inside patient) for a therapeutic colonoscopy procedure. The procedure was delayed greater than or equal to 30 minutes and completed with an olympus back-up device. There were no reports of patient harm.